Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable low glucose results for 1 patient tested on two accu-chek inform ii meters compared to the laboratory testing results. Of the data provided, only the data from accu-chek inform ii meter with a serial number of (B)(4) is a reportable malfunctioned compared to the laboratory result. At 12:41 the meter result was 34 mg/dl. The low meter result was not believed by the doctor who requested the laboratory to draw a sample for testing. At 12:48 the laboratory result was 76 mg/dl. The patient has peripheral vascular disease and was admitted to hospital for a surgical procedure, specific procedure not provided. The patient was released from the hospital the same day. There were no reports of any change in treatment or delays in treatment. No other patient information was provided. Controls were tested on the meter on the day of event with acceptable results. The meter had a strip slot that was contaminated. The test strips and meter were requested for further investigation. Replacement materials were sent. The customer test lot strip and meter were returned. Quality control material was tested with the returned meter and the returned strips. Control ranges: level 1 30-60 mg/dl; level 2 261-353 mg/dl. Results: level 1 ¿44, 43, 44, mg/dl; level 2 ¿303, 300, 304 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The patient was diagnosed with peripheral vascular disease and package labeling states "if peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level." The investigation was unable to find a definitive root cause.